Event description:
It was reported the patient's stimulation turned on during a physical therapy appointment. The physical therapist was thought to have been using diathermy or a tens unit. There were no reported symptoms other than the patient could feel their stimulation. Additional information indicated there was no additional treatment or troubleshooting. Protocols were provided to the therapist regarding diathermy treatments for stimulation patients. No further information was known.